Manufacturer narrative:
Imdrf code a0401 captures the reportable event of suture break.

Event description:
This report pertains to second of two overstitch suture used during the same procedure. It was reported to boston scientific that an overstitch suture was used in an esg procedure on (B)(6) 2025. During the procedure, the physician experienced (2) sutures breaking with little to no tension. No patient complications were reported as a result of the event. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of suture break. Evaluation summary: the overstitch suture was not returned for analysis. With all the available information, boston scientific concludes that the most probable cause assigned is cause not established. In the customer provided pictures, it can be observed the suture is detached from the anchor. However, the reported event of suture break cannot be confirmed with the evidence provided by the customer. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that an overstitch suture was used in an esg procedure on (B)(6) 2025. During the procedure, the physician experienced (2) sutures breaking with little to no tension. No patient complications were reported as a result of the event. The procedure was completed with another of the same device. This report pertains to first of two overstitch sutures used during the same procedure.